Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a septum that pushed into the adapter. The following information was provided by the initial reporter: the septum membrane is folded inside.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo since it clearly shows the damaged septum. Bd was not able to determine the root cause of the failure since the sample was not provided. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a septum that pushed into the adapter. The following information was provided by the initial reporter: the septum membrane is folded inside.